Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose rose to 532 mg/dl. Customer treated their blood glucose with a manual injection. The customer stated their blood glucose has been around 300 mg/dl. Troubleshooting did not find any leaks or air bubbles present on the customer's insulin pump. It was also found the customer's settings and bolus history was accurate on the insulin pump. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.